Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. However, data was received downloaded. A review of the downloaded receiver log did not confirm the reported event of possible gaps in data. A root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of a patient possible gaps in data on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention. No additional event or patient information is available.